Manufacturer narrative:
Follow-up received on 08-feb-2016: essure health care provider uterine/tubal perforation questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions and has as previous pregnancies gravida 5, para 2, 2 voluntary pregnancy terminations (due to fetal anomalies) and no ectopics nor c-sections; had essure inserted on (B)(6) 2013. Patient was 8 weeks postpartum at the time of insertion (last delivery was not a caesarian section). According to health care professional, there were no abnormal uterine findings prior to insertion. Analgesia with oxycodone and lorazepan was applied during insertion. In addition, physician reported that the tubal os visualization was easy but states that insertion was difficult. Physician informed that, during first pass, the coil bent. It was removed and then passed easily. There was no fluid loss more than 1500cc and procedure did not take more than 20 minutes. There were no complaints immediately after insertion. On (B)(6) 2014, intrauterine pregnancy was diagnosed. Physician reported that bilateral perforation was diagnosed via laparoscopy after pregnancy termination. Health care professional also informed that complete perforation did not occur before deployment and assumes that it occurred with coil after deployment. Both coils were under serosa posterior (unreadable) uterus. According to medical doctor, patient was 6 weeks pregnant. She never had post essure hysterosalpingogram and no other essure confirmation test was done. On (B)(6) 2014, following patient request, essure was removed. Removal method: laparoscopy. There were no pathology results nor signs of infection or inflammation. Bilateral tubal ligation was done with fallopian rings. Patient did well after laparoscopy and has recovered. Physician informed that she will not fill any more forms. Follow-up information received on 04-mar-2016: no new clinical information was received. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in a difficult placement and one year later got pregnant. After a couple of months, she had termination of pregnancy. Three months later, essure devices were removed per laparoscopy and it was observed that the devices on both sides were stuck in posterior serosa. It was reported that bilateral perforation was diagnosed. Pregnancy is non-serious and the other event, interpreted as uterine perforation, is serious due medical importance. These events are listed in the reference safety information for essure some of pregnancies with essure use occurs due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the confirmation test (hsg) was not performed. Although the pregnancy should be a consequence of non-compliant use or a result of device embedment, a device failure cannot be totally excluded. During essure use there is a risk that the device could move out of fallopian tubes, this movement could be dislocation or occur as a result of uterine perforation, mainly during insertion. In this report, the exact date and mechanism of uterine perforation were not known. Nevertheless, given its nature, the event is assessed as related to essure. Since required intervention to remove the devices was later informed this case was upgraded to incident. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a physician in united states on 13-jun-2014. It describes the occurrence of pregnancy with essure, no hsg test done and only able to find the right coil and at placement and had difficulty placing the left coil in a (B)(6) female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2014 (discrepant information) the patient had essure (fallopian tube occlusion insert) inserted for contraception. It was reported that no confirmation test (hsg) was done. On (B)(6) 2014 an ultrasound was done and a (B)(6) pregnancy was confirmed (device ineffective). According to the reporter, only right coil was able to find and at placement they had difficulty placing the left coil. She is continuing the pregnancy. Follow up information received on 23-jun-2014 from nurse: she stated that essure was inserted on (B)(6) 2013. No further information was provided. Follow-up information was received on 25-jun-2014. Patient's weight and height were provided. She denied any previous gynecological interventions, gynecological problems or procedures, any relevant medical history or concurrent conditions. She had 04 pregnancies, 02 live births and 02 abortions. Essure was inserted under oral analgesia. She was 12 weeks postpartum at the time of insertion. The insertion was difficult due to initial resistance to coil placement, but then placed easily on left (first coil bent, used 2nd coil which were placed easily). The same problem occurred on right. The procedure took 30 min. Fluid loss during hysteroscopy was less than 1500cc. Condoms were used as back-up contraception after essure insertion and before total occlusion confirmation. No hsg (hysterosalpingogram) was performed. On unspecified date pregnancy was confirmed by blood test. On (B)(6) 2014 ultrasound was performed and showed gestational age (B)(6). Expected date of delivery was reported as (B)(6) 2015. At the time of this report there were no complications. She continued with pregnancy. Essure was not removed and removal was not planned. No further information was provided. Ptc investigation result was received on 16-aug-2014. This adverse event report is related to a product technical complaint (ptc).(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted reviews of the manufacturing batch records and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a lack of efficacy (pregnancy) was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. (B)(4) further ae case reports have been received to date in relation to batch no 919013, of which (B)(4) case refers also to similar lack of efficacy type of events and (B)(4) case refers also to similar usability issue type of events. (B)(4) further ae case reports have been received to date in relation to batch no 869754, which does refer also to similar usability issue type of events. No unusual pattern could be identified. The review of the manufacturing and release documentation of the concerned batches revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The reported usability issue will be subject to post marketing surveillance monitoring. Follow-up received on 09-apr-2015: health care provider pregnancy questionnaire was received. Information received from physician states that a female patient who has as medical history gravida 5, para 2, 3 abortions (1 spontaneous and 2 therapeutic), no ectopic pregnancy and has as previous gynecological interventions a curettage for miscarriage and as gynecological problems or procedures a fibroid; had essure inserted on (B)(6) 2013 for contraception. According to health care professional, cervical dilatation (hydradilatation) and analgesia were applied during insertion. No sounding or general anesthesia was done. Physician considered the visualization of tubal ostium easy but stated that insertion was difficult. Health care professional informed that first attempt at right coil placement had some resistance and coil bent. New coil passed easily. There was no fluid loss more than 1500cc during hysteroscopy and procedure did not take more than 20 minutes. As back-up contraception after essure insertion and before total occlusion confirmation patient used condoms. No imaging test to confirm essure placement or hysterosalpingogram test was performed. Patient had pregnancy confirmed on (B)(6) 2014 by urine and blood test. On (B)(6) 2014, ultrasound showed (B)(6) pregnancy. Fatal genetic defect of fetus occurred (joubert syndrome) and, on (B)(6) 2014, patient had a termination of pregnancy at 18 weeks. No hysterectomy or salpingectomy was necessary. (Child case (B)(4)). On (B)(6) 2014 patient had essure devices removed by laparoscopy. According to physician, devices on both sides were stuck to posterior uterus in serosa. Tubes were ligated and patient has recovered from essure removal procedure and from other symptoms. In addition, health care professional considered that essure devices caused or contributed to patient's condition due to not proper location. Correction performed regarding information received on 09-apr-2015: the event spontaneous abortion was deleted after internal review. Ptc investigation result received on 15-apr-2015. (B)(4). Final assessment" lot #919013: production date: 10/2011, expiration date: 10/2014. Lot #869754: production date: 6/2011, expiration date: 6/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a lack of efficacy and a usability issue. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. In addition, the ae case refers to a treatment noncompliance. The batch documentation of the reported batches was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. (B)(4) further ae case reports have been received to date in relation to batch no 919013, of which (B)(4) case refers also to similar lack of efficacy type of events. No similar ae case reports have been received to date in relation to the reported batch number 869754. No unusual pattern could be identified. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in a difficult placement and one year later got pregnant. After a couple of months, she had termination of pregnancy. Three months later, essure devices were removed per laparoscopy and it was observed that the devices on both sides were stuck in posterior serosa. Pregnancy is non-serious and the other event, interpreted as device embedment, is serious due medical importance. These events are listed in the reference safety information for essure some of pregnancies with essure use occurs due to patient non-compliance which included failure to return for the essure confirmation test (hsg). In this particular case, the confirmation test (hsg) was not performed. Although the pregnancy should be a consequence of non-compliant use or a result of device embedment, a device failure cannot be totally excluded. During essure use there is a risk that the device could move out of fallopian tubes, this movement could be dislocation or occur as a result of uterine perforation, mainly during insertion. In this report, the exact date and mechanism of embedment were not known. Nevertheless, given its nature, the event is assessed as related to essure. Since required intervention to remove the devices was later informed this case was upgraded to incident. The product technical analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.